Event description:
Boston scientific received information that the clinician stated the device longevity estimate was one year remaining and then one month later the longevity decreased to half a year remaining. Subsequently the device longevity has stayed at half a year remaining for the last 15 months. It was noted that the patient experiences a significant amount of atrial fibrillation. Boston scientific technical services (ts) was consulted and discussed factors that can impact the battery consumption calculation and therefore the remaining longevity estimate. Ts also suggested that if there was a concern, a save to disk of the device's memory may be sent in for analysis, however the clinician declined. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.